Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 270 mg/dl. The customer was treated with a correction via the insulin pump. The troubleshooting was performed. The customer was advised that everything else is looking and working as it should in the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.